Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the blower motor was identified. The blower motor was replaced to address the issue. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.